Event description:
It was reported the patient presented in the clinic due to diaphragmatic stimulation on the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was stable.